Manufacturer narrative:
A manufacturer representative went to the site to service the system. Testing found that the system was fully functional after the gantry rotor was replaced. Other relevant device(s) are: product ID: b i71000192, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that during the equipment training, the gantry stopped due to a rattling noise when moving to the start position during 3dshooting. After that, the gantry stopped working, the door could not be opened, and the system dock could not be done. The gantry rotation button was pressed several times, it worked a little, but loud noises and vibration occurred. There was no patient involved.

Manufacturer narrative:
H3, h6: the kit svc bi71000192 drive rotor tractor (rev. 4 : s/n (B)(6) ) was returned for analysis. Analysis found that the drive motor assembly would only rotate in intermittently in one direction. When rotating loud grinding noise was heard from motor assembly. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.